Event description:
A hosp nurse reported that a foreign metal piece was observed in a pt's stomach as a hosp physician was completing an esophagogastro duodenoscopy procedure (e.g.d.) The piece was removed with a retrieval basket and there were no injuries related to the occurrence.